Event description:
Additional information received on (B)(6) 2025 indicates that the patient's atrial lead was capped and replaced on (B)(6) 2025 due to noise over-sensing resulting in inappropriate mode switching. The patient was stable.

Event description:
Additional information received indicates that the noise was suspected to be due to the atrial lead only and that the patient was asymptomatic as a result of the episodes.

Event description:
It was reported that the patient presently via merlin.net transmission. Upon review, the patient's right atrial lead exhibited a decrease in sensing amplitude. In addition, the patient's right atrial lead and implantable cardioverter defibrillator exhibited episodes of inappropriate mode switching due to potential myopotential over-sensing. No further information was available. Related MFR number: 2017865-2024-70449.